Event description:
It was reported the patient was shaking a little more on the day of report. It was stated the patient programmer showed the implant was on. It was further reported the patient had a loss of therapeutic effect. It was noted ¿the other night¿ prior to report the patient started to act up like they had before their device was put in. It was stated they were concerned because the patient really had ¿hit a wall.¿ it was noted the patient had an appointment with their doctor 10 days following report. It was noted the patient had a return of symptoms for two days. It was stated for the last 3 days prior to report the patient would tremor horribly. It was noted they had dyskinesia and their neck was all over the place. It was stated at the time of report the patient did not feel stimulation. It was further reported the patient wasn¿t feeling right. Additional information received reported the patient received assistance and their concerns were resolved 9 days prior to report.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot # unknown, implanted: (B)(6) 2010, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).